Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screw: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an ex-fix was placed prior to the case starting, and the t handle wrench was used to remove schanz pins. The schanz pins t handles were not able to remove the pins, even though they've been used before. The device didn't key in and wasn't able to be driven in. The inner key may be deformed. While using the plate for the segmental humerus to span the whole humerus, the lag screws were placed initially. After lag screws were placed, the cortical screws were paced. The calcar screw did not lock into the pate, so a contralateral plate was opened due to the plate length. The initial plate was not charged to the patient nor the off label sided plate, but one was implanted and the other discarded. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 1 for (B)(4).